Event description:
It was reported the patient has a new onset of pain on his left side. Scs lead analysis showed invalid impedance values. A sjm representative was able to obtain partial coverage of the patient's pain pattern. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.